Event description:
Report received from (B)(6) stating that the device was spinning free when used with emax2 motor # (B)(4). It is unk if the device was being used during surgery. It is unk if injuries or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "the attachment spins free when using with emax2" was confirmed. During service, the device was found to have a damaged drive shaft, and the damage was consistent with improper assembly of the attachment to the motor. If add'l info becomes available, a supplemental report will be sent. (B)(4).